Manufacturer narrative:
(B)(4). Additional information was requested from the field representative to provide the name of the physician and hospital for this case. As of today, available information indicates the device remains in service pending a replacement procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited several error codes and incorrect data during a device follow-up. The codes indicated a high number of resets had occurred, the patient data and the reference template were lost. It was also noted elective replacement indicator (eri) was declared. Technical services discussed performing a magnet reset and re-entering the patient data, but requested the device data for evaluation to ensure device therapy remained available. Engineering review of the data confirmed memory corruption and recommended immediate device replacement as the device had undergone a power supply reset. No adverse patient effects were reported.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A visual inspection of the device header and case noted no anomalies. The device had no telemetry and produced no tones when a magnet was applied. The device case was removed for testing of the internal components. An external power supply was connected to the device for further analysis. A higher than normal current drain was observed. Infrared camera images found a hot spot on the low power circuitry, in the component used for regulating a power supply. The fault codes, resets, and premature battery depletion were caused by the electrical degradation of the power supply regulator.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited several error codes and incorrect data during a device follow-up. The codes indicated a high number of resets had occurred, the patient data and the reference template were lost. It was also noted elective replacement indicator (eri) was declared. Technical services discussed performing a magnet reset and re-entering the patient data, but requested the device data for evaluation to ensure device therapy remained available. Engineering review of the data confirmed memory corruption and recommended immediate device replacement as the device had undergone a power supply reset. No adverse patient effects were reported. Boston scientific received additional information. The device was explanted and replaced the following week. No additional adverse patient effects were reported. The device was not returned for analysis. The field representative reported that the hospital retained the device and it was not released to boston scientific following explant. It is suspected the hospital will return the device in the future. An amended report will be submitted if the device is received for testing.